Manufacturer narrative:
An analysis was performed on the returned device. The needle to cuff miss could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case, the device either had a bilateral cuff miss or the plunger was pulled out of sequence; however, this cannot be confirmed, and components required for complete analysis were not returned. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulmonary vein isolation (pvi) interventional procedure. Reportedly, when the plunger was removed for both prostyle, no suture was present for either device. The sutures of one new prostyle was successfully pre-placed. The sheath was upsized to an 8f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.